Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherland, it was reported that on (B)(6) 2024 one infusion set was leaking at the site. No further information available.